Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. No stuck button alarm noted during testing. However, the pump was received with intermittent button response and the pump failed the sleep current measurement due to moisture damage found on the jp1 flex connector and the electronic assembly. No moisture damage on keypad noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error and the customer¿s blood glucose level was 24.4 mmol/l. The customer stated that insulin pump was exposed with moisture during swimming. Customer also stated insulin pump gave open book picture and red x on screen. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.